Event description:
It was reported that the pt was suffering from withdrawal following a pump malfunction. It was further reported the healthcare professional would only replace the pump after 10 days when the pt was off plavix. The pt wanted to get in touch with another physician who could do the pump replacement. It was also reported but not confirmed that the catheter was dislodged.

Manufacturer narrative:
(B)(4).